Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had perforated. The ra lead exhibited high thresholds, undersensing with small p waves and inappropriate pacing. This lead was explanted and replaced. No further patient complications have been reported as a result of this event.